Event description:
The customer reported while unclamping the slide clamp the tubing was sliced and blood leaked. There was no pt harm or medical intervention. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported slice and leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.